Manufacturer narrative:
(B)(4)

Event description:
Pt husband with pt called stating the app is not displaying on the phone. Educated pt husband that there is an update and that the app will not display for a period of time. Pt husband stated he already messaged the coach and will then wait for the coach to call back.